Event description:
It was reported that leakage was found during use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, when amount of collected tubes are more than six, sleeve of needle leaks. That has happened about ten times now during a one week. Nothing has changed from previous; same tubes, same persons who are collecting blood samples. Only lot of wing sets has changed." 10 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage from the non-patient end needle rubber sleeve was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that leakage was found during use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, when amount of collected tubes are more than six, sleeve of needle leaks. That has happened about ten times now during a one week. Nothing has changed from previous; same tubes, same persons who are collecting blood samples. Only lot of wing sets has changed." 10 occurrences were reported.

Manufacturer narrative:
The changes are as follows: g.2 manufacturing location: becton dickinson h3 other text : see. H.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot# 19d12t1 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was found during use with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, when amount of collected tubes are more than six, sleeve of needle leaks. That has happened about ten times now during a one week. Nothing has changed from previous; same tubes, same persons who are collecting blood samples. Only lot of wing sets has changed." 10 occurrences were reported.